Event description:
Atrial lead dislodgement rate much higher than other comparable atrial leads. Dislodgement occurs with lead being pulled out of vascular system despite adequate precaution during atrial lead insertion and testing prior to discharge. Most dislodgements occur in 6-8 week periods post discharge.